Manufacturer narrative:
On (B)(6) 2019, the returned autopulse platform (serial (B)(4)) was service for preventive maintenance and during the initial functional test, device displayed system error user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large). The investigation findings revealed of imbalance between the two loads cells, load cell module 2 was over reported (defected). Therefore, the root cause of the ua07 error was due to a damaged load cell. There was no physical damage on the returned autopulse platform was observed during visual inspection. The initial functional testing of the autopulse platform failed due to (ua)07 displayed upon powering on. To remedy (ua)07, the damaged loads cell module 2 identified during evaluation was replaced. After component replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
On (B)(6) 2019 during preventive maintenance after bio-cleaning, the returned autopulse platform (serial (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) message during the initial functional test.